Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to verify the issue within the unit's logs. Vac pressure was sitting low, adjusted to within spec. Performed the system off and on multiple times and functional tested without any further failures or issues. Performed system checkout, calibration, safety and functionality checks to factory specifications. Returned to customer and cleared for use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) displayed power up test fail code 14. There was no patient harm.